Event description:
It was reported that during the surgical procedure, the tip of the micro bipolar forceps instrument broke and a piece fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken at the main tube interface and a small piece of the proximal clevis was missing. Engineering determined that the failure mode experienced by the customer was a result of damage to the proximal clevis. As indicated in the complaints notes, the broken piece was successfully retrieved from the patient.